Event description:
The surgeon implanted a lens. A scratch on the lens surface was noted after implantation. The lens was removed. No pt injury. The injector model msi-pf and the cartridge model sfc-25 fp, lot numbers were not specified by the facility.